Event description:
The facility reports while getting the resident out of bed, the lift sling came off and the resident slide down to the floor, hitting their head. The clip that came loose was on the leg end of the sling. The resident suffered a bump and bruising to the back of their shoulders, in the center.